Event description:
It was reported that the patient's left ventricular (lv) lead had high thresholds. During the explant procedure the lead retracted into a fibrous band in the svc and broke. The lv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead in segment was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the lead was returned with severe explant damage. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2007. (B)(4).